Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that pinch valve vl45 was broken. The fse replaced the valve, which repaired the flagging and the errors. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported "r" flagging and cellular interference messages for differential parameters for patient samples during normal operation of the coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.